Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. User facility report was received from the intermacs registry.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a user facility report, received from the intermacs registry which stated that the patient had ejection fraction (ef) of less than 20% and began having low flow alarms.